Event description:
Allegedly component broke. Needed rapid revision due to pain. Medium activity level. Patient believed to be retired linebacker.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01014, 01015.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the returned product.(B)(4).